Event description:
It was reported that after replacing the main circuit board, it kept going into over temperature and now there seemed to be a leak or damage on the front assembly display. Patient involvement unknown.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Correct primary UDI in section d4.

Manufacturer narrative:
Other text: a1, b5, d10. Device available for evaluation; h3. Device evaluated by manufacturer and h6. Health effects, and evaluation codes: updated. One device was received. Per visual inspection, air detector door latch and door assembly were rusted (sticky) and failed pin gauge. The display label was worn, the return tube cracked, and the unit was out of calibration. Per functional testing, the unit went into over temperature, due to not being calibrated correctly and was leaking from return tube and the display label was damaged. The complaint was confirmed. The root cause was a combination of user error and cracked return tube from design. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. Calibrated device replaced return tube and display label. Replaced o-rings and fan guard for preventative maintenance (pm). Replaced air detector mount block assembly which includes the latch and the door assembly. Re-tightened the plunger screw. Replaced the display label and return tube. The device passed all functional and delivery tests.

Event description:
Additional information received via email. "Biomed service request initially was opened on 30-jun-2023". The event occurred before use, during preparation of tubing. No patient injury.